Event description:
It was reported to vyaire medical that the lap top ventilator 1200 MRI (magnetic resonance imaging) wont display peep (positive end expiratory pressure)/pressures and the flow transducer port may be damaged. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). Vyaire medical was able to verify the reported issues during bench testing. The ventilator was alarming disc/sense during power up. Internal inspection of the ventilator found that the solenoid manifold port number 8 flexible tubing was not connected to side panel high transducer port (female luer fitting on outside of panel) of the ventilator. That causes disc sense alarm condition and won't be able to display any values on the display window of the ventilator due to disc sense alarm. As a resolution, re-installed tubing no. 8 of the solenoid manifold to the high transducer port during troubleshooting and the reported issue was resolved. Process ventilator thru service for a complete calibration checkout to meet all factory specification and standard.